Manufacturer narrative:
A ge healthcare fe performed a checkout of the equipment and confirmed the customer complaint. It was determined that the vent control board (vcb) was defective. The vcb has been replaced and the machine has been returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit had system failure alarm. There was no reported patient involvement .